Manufacturer narrative:
Maufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events. According to the account, the low flow events occurred when the patient was acutely bleeding or experiencing dehydration. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file captured low flow hazard events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 1 entitled ¿introduction¿ and section 6 entitled ¿patient care and management¿ outline the pump parameters and explain that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 also lists hypovolemia as a potential adverse event and late postimplant complication. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Although the patient¿s infection was not device related, the IFU lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent to the manufacturer and captured low flow events on (B)(6) 2021. The site noted that the patient was acutely bleeding on (B)(6) 2021. The patient had rectal bleeding secondary to radiation proctitis. A complete blood count was done that revealed a hemoglobin/hematocrit drop. Sigmoidoscopy revealed friable rectal mucosa. The patient experienced lightheadedness/dizziness in association with bleeding. The patient received two units of packed red blood cells and underwent sigmoidoscopy with argon plasma coagulation. On (B)(6) 2021 the patient was lightheaded which resolved after drinking more fluid. On (B)(6) 2021 the patient was asymptomatic with normal blood pressure although labs on (B)(6) 2021 showed elevated creatinine so fluid intake was encouraged. Creatinine levels did not normalize as the patient had a urinary tract infection, however, the patient no longer had lightheadedness/dizziness or low flow alarms. Creatinine labs will be repeated after the patient completes a course of antibiotics to treat their urinary tract infection.